Event description:
It was reported that liquid leakage occurred from the connector part. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, and the reported issue was duplicated. The probable cause is due to a solvent application error . A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.